Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative could not connect to the implantable neurostimulator (ins) with the clinician tablet. The controller could not connect with the ins either. The patient had been trying to recharge for the last few days ((B)(6) 2017). The manufacturer representative plugged in the antenna but that did not allow for a connection to be established either. A reset was performed on the implant which allowed the patient to recharge and the issue resolved. No patient symptoms were reported. No further complications were reported.